Event description:
Additional information was received on 15jul2021: the catheter was placed in the right basilic vein for the administration of anti-fungal infusions of fluconazole due to candidemia, immunotherapy of gmcsf and dinutuximab due to a high risk neuroblastoma diagnosis, and for blood withdrawals. No additional device sterilization processes were performed prior to use. The patient was prepped with chloraprep and a sterile insertion technique was maintained during the entire implantation procedure. The device failed on (B)(6) 2021 while being flushed with sterile saline following an anti-fungal infusion. A partial separation of approximately 60% of the juncture of the polyurethane catheter and purple hub was observed. As a result of the break, the patient required mac propofol sedation to remove and replace the PICC line and a consultation was made with the infectious disease team to determine the impact of the break on ongoing anti-fungal infusions. Patient activity was described as, "as active as tolerated for an ill 3-year-old." The line was secured to the patient with sutures and dressed with a biopatch and fully occlusive sterile dressing. No unintended pieces of the device remained in the patient's body.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation / evaluation: it was reported by spectrum health, USA that a cook turbo-ject single lumen peripherally inserted central venous catheter set (rpn: upics-3.0-CT-nt-1110; lot: 13818627) experienced separation requiring replacement. The was device required by a 3-year-old patient for on-going medication infusions and for collecting blood samples. The patient was reported to have candidemia (yeast in the bloodstream) requiring infusions of fluconazole (antifungal). Additionally, the patient has a high-risk neuroblastoma diagnosis (cancer) requiring immunotherapy with granulocyte-macrophage colony-stimulating factor (gmcsf) and dinutuximab. On (B)(6) 2021 during device placement, the insertion site was prepped with a chlorhexidine gluconate and isopropyl alcohol solution (chloraprep¿) and the device was placed in the right basilic vein. Sterility was maintained for the duration of the procedure. After placement, a chlorhexidine gluconate disc (biopatch® ) was placed over the insertion site and around the catheter. The device was secured with sutures to the patient¿s skin and the area was fully covered with an occlusive, sterile dressing. On (B)(6) 2021, the patient¿s mother called the hematology/oncology clinic to report a catheter leak during flushing with sterile saline for administration of antifungal medication. The patient was advised to report to the emergency department (ed). Upon arrival to the ed, the sedation team confirmed the device leak and noted that purple hub had separated approximately 60% from the catheter. As a result, the device was removed and replaced via an additional procedure requiring monitored anesthesia care (mac) with propofol sedation. No antibiotics were administered. The patient also required a consultation with the infectious disease team to determine the impact of the line break on the patient¿s antifungal infusion regimen. No other adverse events to the patient were reported. A review of the documentation including the complaint history, device history record (DHR), instruction for use (IFU), quality control, as well as a visual inspection of the returned device, was conducted during the investigation. The complaint device was returned without packaging or lot information. The clear extension tubing of the catheter was found partially separated from the purple hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history records (DHR) for lot: 13818627 and catheter component lots: (ic13706511, ic13706510) found no related non-conformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. As there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information related to the reported failure mode: "intended use: the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify prior to use that the maximum pressure limit is set at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance: if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter." Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause for the failure could not be established. Cook was unable to rule out inadvertent tension placed on the device or care/maintenance of the device as possible causes of the complaint. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: quality improvement specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject single lumen peripherally inserted central venous catheter was found leaking. The patient's mother called the user facility's hematology/oncology clinic to report a leaking line and was advised to come to the emergency department. After the patient was checked in, they were taken to the sedation department to have the line removed and replaced. No antibiotics were administered. No other adverse effects to the patient were reported.